Event description:
It was reported that the patient had discomfort at the ipg site. Reportedly, the patient lost weight, causing the ipg to shift in the pocket. The patient underwent surgical intervention on (B)(6) 2020 wherein a new pocket was created on the same side of the body in a lower location. No product explanted. Discomfort has reportedly resolved.